Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Hip revision: patient underwent spinal surgery after her hip was replaced and then reported ongoing groin pain she dislocated requiring revision surgery. During revision surgery black substance was noted around the corail stem trunnion and the ceramic head was black. Affected side: right hip. Update: the cup was not revised. The head and poly liner were the only components revised.